Event description:
Information received indicates the siderail is broken off of the bed.

Manufacturer narrative:
The technician found the siderail center arm was broken and the mounting bracket bent. The technician indicated it looks as though the siderail abused. The technician replaced the siderail center arm and mounting bracket to repair the bed.